Event description:
Customer reported she had been experiencing low blood glucose for the past hour. Customer treated with food. Blood glucose value was 44 mg/dl. Customer stated that insulin was squirting out of the tubing during prime. Customer was connected at first, then she disconnected during prime. The drive support cap is normal. Most recent set change was (B)(6) 2015. Customer was unable to exit the preparing to prime loop. Troubleshooting was not completed as the customer did not have another infusion set to test. She was advised to revert to back up plan. She declined to get the insulin pump replaced at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.